Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the evaluation result by local service department, omsc presumed that e117 error occurred because the main board was damaged for some reason.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on august 24, 2021, it was found that forceps elevator had foreign material due to insufficient cleaning. There was no report of patient injury associated with the event.